Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm was noted. The pump was received with scratched lcd window during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated with novalog. The customer stated that the pump was not dropped or bumped. The customer was advised to remain disconnected from the pump.